Event description:
It was reported that the white cap of the device cracked. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update avoe (B)(6) 2021. It was confirmed that the error occurred during a shoulder arthroscopy surgery, but the crack in the white cap of the device was noticed after the surgery. No part of the device broke off. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was partly confirmed as the cracked plastic cap was not sent in for evaluation. However the metal part of the impactor head broke off at the weld (see evaluation picture 2). The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces used during impacting.